Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 40 mg/dl and their sensor glucose read 190 mg/dl. The customer's sensor cannula was not bent upon removal of their sensor during troubleshooting. Customer's current blood glucose was over 300 mg/dl. Customer stated their blood glucose was high from a bladder infection. It was also found the customer had a change sensor alert and bad sensor alert. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing; however, found the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used. Also, unable to confirm the adhesive anomaly due to the sensors were returned opened and used.